Manufacturer narrative:
(B)(4). This complaint is for a report of an overprime - leak out of patient line. The complaint was not confirmed due to a lack of sample and no root cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting for a related complaint file, the home patient (hp) reported to global technical services (gts) that solution leaked out of the patient line. Gts assisted the hp with troubleshooting; however, the hc alarmed again. Gts advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.